Manufacturer narrative:
This follow-up report is being submitted to update sections b1, b2, b5, h1, and h6 based on new information received indicating that the patient has expired. B1: updated to include adverse event. B2: updated to include death and the date of death. B5: updated to incorporate new clinical information that was not included in the initial submission. The revised b5 now contains a complete and accurate event narrative. H1. Type of reportable event: corrected from the previous classification to death. H6. Health effect - clinical code: code e2403 (no clinical signs, symptoms, or conditions) has been removed and replaced with e2343 (hemodynamic instability) to reflect newly reported clinical findings. Health effect - impact code: code f26 (no health consequences or impact) has been removed and replaced with f02 (death) to accurately represent the outcome. All other information previously reported remains unchanged.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 61-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d. There were graft locks and resistance noted along the peel-away sheath. Care was later withdrawn, and the patient subsequently expired. The mechanical issue had no impact on the patient¿s hemodynamics. The device will be conservatively reported for death; however, the device is unlikely to have contributed to the patient¿s death and is most likely attributed to the patient¿s underlying critical clinical condition, as they presented in scai shock stage d.

Manufacturer narrative:
A4 weight and a6 race are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported an issue involving an impella sheath and insertion kit during a clinical procedure. Specifically, difficulties were reported with the graft lock and the peel-away sheath during use. The procedure was completed successfully, and the patient experienced no harm.